Event description:
During a cardiac cath procedure with the physician and the radiology tech, it was found that our prepared cath kits had a 12 ml syringe with a hole in the side near the 3ml mark. The hole could have caused air to be instilled into the patient's artery if not caught. It also could have caused an exposure as blood was able to be pushed out of the hole as well. Another device was used. No harm to patient or staff. Manufacturer response for 12 ml syringe, (brand not provided) (per site reporter): will look into this and replace it.